Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that after successful pacemaker implant surgery, the battery voltage seen on the printout data from the analyzer measured differently than the actual battery voltage. The issue was believed to be with the analyzer. The analyzer will be sent for repair. No patient complications have been reported as a result of this event.